Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarms occurred. The pump was inspected and no traces of moisture damage were found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 238 mg/dl. The customer stated that the moisture damage was from wet swim trunks. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer changed the battery and the pump still alarmed button error. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.